Event description:
Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and three additional proglide devices were attempted, but a needle-to-cuff miss also occurred. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the femoral artery was moderately calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are each being filed under separate manufacturer report numbers.

Manufacturer narrative:
(B)(4). A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. An analysis of the returned device did confirm the reported device issue. Based on a review of the available information, no product deficiency was identified. Inspection of the returned device revealed that the anterior needle detached from the anterior cuff while retracting the needle plunger as evidenced by the damaged anterior needle barb. An anterior needle to cuff detachment would result in a failure to retrieve the suture and could appear very similar to the reported needle-to-cuff miss. A probable cause for the anterior needle to cuff detachment could not be determined.